Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to run incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).